Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the paxgene® blood ccfdna tube there was an issue with the device missing an incorrect/missing label. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the paxgene® blood ccfdna tube there was an issue with the device missing an incorrect/missing label. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd has initiated further investigation relating to this issue through a situation analysis and potential root cause have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: bd has initiated further investigation relating to this issue through a situation analysis and potential root cause have been identified. As a result, corrective actions have been established and are in the process of being implemented. Root cause description: a situation analysis has been initiated to document further investigation and root cause analysis relating to this issue. The situation analysis has identified the most likely root cause and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a situation analysis has been done at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. No CAPA will be initiated at this time.